Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer multiple pockets failed to recover. A field service engineer found the controller board and the module board were faulty. The fse replaced the controller board and module board, tested in hardware test application, and configured new boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2.1 & 2.1. Multiple pockets had failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.